Event description:
Homecare setting: accu chek advantage meters qc done weekly to check reliability carrying meters & strip in "autos" to pt homes. MFR claims strips last until expiration. Strip found out of qc limits after 7-8 mos of use in homecare.